Event description:
It was reported by the patient that about the second day he used the unit- he felt like it heated up his body under the surface of his skin. He assesses the level of pain as a n 8 out of 10. He was wearing the unit for about 24 hours per day. He says he was uncomfortable and took of the unit for a couple of days and felt better. The patient tried the unit for 2 more days and he felt the same heat and discomfort. Then the patient called his doctor on (B)(6) 2025 and spoke with the pa and he told the patient he did not have to wear the unit anymore. The patient claims he tired to contact his sales representative and has not heard back. The patient was not interested in the time test. He felt more comfortable following doctor's direction and will not be using the unit anymore. The patient did not ask about a return nor a refund. Later, sales representative indicated that patient feels like he's getting a burning sensation when wearing the stimulator. The patient stated the pa told him he didn't need it but the doctor said to call and get it sorted out. Patient stated he tried short times with it and everything else. Customer service called the patient to collect details and he claimed he would not speak with customer service about proceeding with treatment until the representative tells him who at the doctor's office gave him the directive to proceed with treatment. Patient stated he was in contact with the office today and that was not the information he received. The sales representative spoke with the patient and straightened out the confusion over the timing on the patient's follow up visits with the doctor's office and the messages the representative received from the doctor's office. The sales representative explained to the patient that after the follow up visit, the doctor wants the patient to attempt to use the device again and try the time test. The sales representative asked customer service to ship 63b electrodes and perhaps this alternate electrode will help with the patient's comfort as well. The patient agreed to conduct the time test with the 63b electrodes. No returns. Further, received patient voicemail requesting a call back. Complaint specialist called the patient and had to leave a message for a return call. The patient called back in response the voicemail. The patient stated that at his follow up appointment on (B)(6) 2025, his doctor advised him to stop using the device due to the burning sensation he experienced. The patient stated he was not comfortable continuing to treat with the device and would like to return it. He does not want to conduct a time test with the 63b electrodes and would like to return the unit. No further consequences are reported. The spinalpak was received for further evaluation.

Manufacturer narrative:
Corrected data in the following fields - d2: common device name, e: title: mr, health professional: no, occupation: patient/consumer.g1: contact office name and email address additional information in following fields- b4: date of this report, b5: additional narrative, d8, d9, g3: date received by manufacturer, h2, h3, h6: evaluation codes. The spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number m75939 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on april 15, 2025, the compliance data indicates the unit treated for 13 days 18 hours and 47 minutes. Review of the DHR indicates that unit was manufactured on october 25, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain, burning sensation". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (60) total complaints from (feb 5, 2024) to (feb 5, 2025) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search was specified to the keyword "burning sensation" in the complaint description. The search identified 2 complaints. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that about the second day he used the unit- he felt like it heated up his body under the surface of his skin. He assesses the level of pain as a n 8 out of 10. He was wearing the unit for about 24 hours per day. He says he was uncomfortable and took of the unit for a couple of days and felt better. The patient tried the unit for 2 more days and he felt the same heat and discomfort. Then the patient called his doctor on (B)(6) 2025 and spoke with the pa and he told the patient he did not have to wear the unit anymore. The patient claims he tired to contact his sales representative and has not heard back. The patient was not interested in the time test. He felt more comfortable following doctor's direction and will not be using the unit anymore. The patient did not ask about a return nor a refund. Later, sales representative indicated that patient feels like he's getting a burning sensation when wearing the stimulator. The patient stated the pa told him he didn't need it but the doctor said to call and get it sorted out. Patient stated he tried short times with it and everything else. Customer service called the patient to collect details and he claimed he would not speak with customer service about proceeding with treatment until the representative tells him who at the doctor's office gave him the directive to proceed with treatment. Patient stated he was in contact with the office today and that was not the information he received. The sales representative spoke with the patient and straightened out the confusion over the timing on the patient's follow up visits with the doctor's office and the messages the representative received from the doctor's office. The sales representative explained to the patient that after the follow up visit, the doctor wants the patient to attempt to use the device again and try the time test. The sales representative asked customer service to ship 63b electrodes and perhaps this alternate electrode will help with the patient's comfort as well. The patient agreed to conduct the time test with the 63b electrodes. No returns. Further, received patient voicemail requesting a call back. Complaint specialist called the patient and had to leave a message for a return call. The patient called back in response the voicemail. The patient stated that at his follow up appointment on (B)(6) 2025, his doctor advised him to stop using the device due to the burning sensation he experienced. The patient stated he was not comfortable continuing to treat with the device and would like to return it. He does not want to conduct a time test with the 63b electrodes and would like to return the unit. No further consequences are reported. The spinalpak assembly was not returned for further evaluation.